Manufacturer narrative:
Results: the lantern was ovalized approximately 146.5 thru 150.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed that the distal shaft was ovalized. If the lantern is forcefully pinched or gripped during insertion, damage such as ovalization may occur. During the functional test, resistance was encountered due to the distal ovalization while attempting to advance the returned lantern through a demonstration catheter, and the lantern could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, the lantern was used to implant coils into the target vessel and subsequently removed and set aside. When the lantern was being re-introduced to the diagnostic catheter, the physician was unable to advance the lantern through the hub. Therefore, the lantern was removed. The procedure was completed using another lantern. There was no report of an adverse effect to the patient.